Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right iliac artery stenosis with a possible relationship to the impella device used: ¿angiography post tavr which reported stenosis of right iliac artery as well as findings of possible external iliac thrombus versus dissection -s/p balloon inflation at the site with improvement of iliac artery stenosis, persistent lucency at external iliac artery -currently asymptomatic apart from pain/tenderness to groin si abi's & arterial duplex completed, reviewed by dr > no significant stenosis iliofemoral angiography demonstrated small amount of extravasation, stenosis at the level of the perclose site, and a non-flow limiting linear density in the external iliac concerning either for thrombus or dissection. Thus, a 6.0 armada balloon was advanced to the area of stenosis and was inflated for 2 minutes. Subsequent angiogram showed cessation of bleeding, along with improvement in the degree of stenosis. There was still the area of echolucency in the external iliac which was not ballooned due to concerns of distal embolization. Thus, as it was not flow-limiting, 5,000 units of heparin was administered and heparin gtt was started. Arterial doppler of the rle showed excellent dp and pt pulses, and thus no further intervention was performed.¿ the patient recovered with sequelae. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).